Event description:
It was reported that the ventricular assist device (vad) patient was hospitalized for a prophylactic controller exchange. Both controllers were exchanged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional products: serial or lot#: (B)(4), device evaluated: no. No eval explain code: device evaluation anticipated, but not yet begun. Device returned to MFR?: yes . (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Additional product: serial# (B)(6). H6:FDA method code(s): b01, b15 h6:FDA result code(s): c15, c19 h6:FDA conclusion code(s): d11, d14. Product event summary: two controllers ((B)(6)),were returned for evaluation. No performance allegations were made against the devices; therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the devices from performing as intended. (B)(6) passed visual inspection and functional testing.(B)(6)passed functional testing; however, visual inspection revealed contamination within the serial port connector, pump connector, and both power port connectors. The observed contamination is an additional finding not related to the reported event, likely attributed to the handing of the device. Review of the controller log files did not reveal any anomalies within the analyzed period. One (1) vad disconnect alarm was logged on (B)(6) 2022 at 07:14:49, indicating a physical disconnection of the driveline from the controller, which corresponds with the reported controller exchange. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.